Manufacturer narrative:
Additional information: d4, h4, h6 and h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent pressure and clear passage underwater testing, and the set performed according to product specifications. The set was primed without incident. Simulated testing was performed by running an infusion at 50 ml/hour for 24 hours. Air was noted in the line. The pump did not alarm for the air in line. The reported condition of air in line was verified; however, the no flow condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system continu-flo solution sets would not flow. Reportedly the tubing sets are removed from the novum iq large volume pumps are pinched in two spots, ¿mostly where the white teeth are inside of the pump.¿ the tubing comes out compressed and ¿does not bounce back.¿ these events may have attributed to the "other serious or important medical events" (not specified further). No further information was available at the time of this report.